Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that her husband¿s blood glucose level was over 600 mg/dl and the was the emergency medical service were dispatched to hospital. The customer's current blood glucose is over 600 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. Health care professional stated that 20 units of insulin should be injected. Troubleshooting was not completed. The insulin pump will not be returned for analysis.